Event description:
An endeavor drug-eluting coronary stent was successfully implanted in an unk lesion site. It was reported that 56 months post index procedure that the pt had expired. The pt was living in an assisted facility at the time of death. No add'l details have been provided. Investigator's assessment of causality is that the event is not related to the study device or study procedure.

Manufacturer narrative:
(B)(4). Eval, results: (death).